Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Postoperative check showed that the right atrial (ra) was dislodged and had loss of capture. X-ray and interrogation were performed to confirm the ra lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.